Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were being used to deliver unspecified solutions via gravity. After unspecified lengths of time, it was reported that the tubings disconnected from unspecified luer connections of the manifolds of the tubing sets and unspecified volumes of solutions leaked. The tubing sets were replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.